Event description:
The customer's grandmother reported via phone call that the customer was hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of the hospitalization was 800 mg/dl. The customer's grandmother stated that there were no significant events prior the hospitalization. The cause of the hospitalization was both high blood glucose and diabetic ketoacidosis. While troubleshooting, the caller stated the drive support cap appeared normal and that no leaks or air bubbles were observed. Upon checking the alarm history of the insulin pump, the customer had also received multiple no delivery alarms. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.